Manufacturer narrative:
During testing leakage form the disposable batteries was noted in the battery compartment of the device. The customer reported check cassette alarm was not duplicated; however, was noted in the device history. This was due to a broken cassette latch. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during routine testing, the device alarmed with a check cassette alarm. This does not indicate a reportable malfunction. However, during verification testing at the service center leakage form the disposable batteries was noted in the battery compartment of the device.